Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On the same day, the patient was hospitalized for the event. Treatment was not reported. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient had not recovered and extraneal/physioneal therapies were ongoing. No additional information is available.